Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient had an intraocular lens (iol) off axis by around 50 degrees, noted postoperatively. Reported issue was stated to be likely related to confusion on the day of surgery as guidance may have been set incorrectly, or iol may have rotated significantly (after implantation), which seemed unlikely. The patient was taken back into the operating room on a separate day and ink marked, and iol was rotated into correct axis.